Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical enteral tubing's probe balloon ruptured with only 23 days of use. There was no patient injury and no reported adverse events.